Manufacturer narrative:
Zoll has not yet received the autopulse platform for evaluation. A supplemental report will be filed if and when the product is returned and investigation has been completed. The death was not related to the autopulse device. The autopulse is used as an adjunct to manual CPR in cases of clinical death. The benefit of using the autopulse is that it in part substitutes mechanical compressions for the physical labor of manual chest compressions. If the autopulse did not start or unexpectedly stops compressions, rescuer should revert to manual CPR, which is the standard of care. In this case, the autopulse did not start compression. Manual CPR was performed for about 15 minutes when the crew was troubleshooting the device. When troubleshooting was successful, the autopulse provided compression continuously for the rest of the rescue process. Rosc was not achieved by the combination of mechanical CPR and manual CPR. Because the conversion to manual CPR is quick and is always available, the patient's outcome is not negatively impacted by the transition when compared to standard of care manual CPR. The cause of patient's death was likely to be patient's underlying clinical condition. Mortality of out-of-hospital cardiac arrest (ohca) is high. Survival to hospital discharge, after ems-treated non-traumatic cardiac arrest with any first recorded rhythm was 9.8% for adults (aha statistical update 2013). In this event, death is attributed to ohca. Death is an expected outcome for ohca.

Event description:
It was reported that the emergency crew deployed the autopulse platform (sn (B)(4)) without issue, then placed the patient on the platform; however, upon powering up, the platform displayed a user advisory (ua) 41 (patient temperature sensor failure) error message. Following this, the patient was immediately administered manual CPR which lasted for about 15 minutes. After troubleshooting was completed, the patient was placed back on the platform and received continuous compression without any further error messages. Return of spontaneous circulation was not achieved. Upon reaching the hospital, the patient was pronounced. The reporter stated that the patient outcome was not due to the delay caused by the ua 41 error message; however, the cause of the patient's death was not provided. Additional information, stated that the platform was tested following the call and a recurrence of the ua 41 was noted. No further information was provided.

Manufacturer narrative:
No device malfunction was found during the functional evaluation of the autopulse platform (sn (B)(4)); however, review of the archive data revealed a user advisory (ua) 41 (patient temperature sensor failure) on (B)(6) 2017, confirming the reported event. Evaluation of the platform found that it powered on and successfully performed continuous compressions using a large resuscitation test fixture without the ua 41 error message or any other faults. There was no device malfunction or defect observed. The investigation verified that the fan (blower) provided ample cooling for the drive train and other major heat-producing assemblies, and the patient temperature sensor cable was functioning properly. The storage and shift check conditions are not known. However, factors such as ambient storage condition (e.g., fire truck in sun) or soft surface that may block air vents are known to cause ua 41 error messages in rare cases. As a precautionary measure, the temperature sensor and the power distribution board were replaced; the platform was further tested and met all specifications. As part of routine service during testing, the platform was examined and found that the drive shift exhibits binding and resistance. This was unrelated to the reported event. Upon customer approval, service will be performed and the device will be tested to full specification. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse platform serial number (B)(4).